Manufacturer narrative:
(B)(4).

Event description:
It was reported that insertion of the cvc into the (B)(6) patient's subclavia was a failure. The use reported that the swg appeared to be "rough". The physician decided not to use the swg, as he was afraid to cause injury to the patient. As a result, the device was removed and replaced with a competitor product to successfully complete the procedure. It is unknown whether there was a delay reported, however there were no complications or death reported. See MDR: 3006425876-2014-00037 for first occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.